Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests. The agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged three false-positive results generated while testing with the cobas 6800 s/n (B)(4) within one run batch (qc 1110). The initial test results showed with late CT values for sars-cov-2, all 3 of the results from the same samples were repeated with the same system and confirmed to be positive. New samples that were re-collected and repeated with a different platform showed negative results for the sars-cov-2 targets. No harm is alleged, the results was released as negative. The investigation is ongoing. Per the FDA guidance three (3) mdrs will be filed, one (1) per each sample.

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Manufacturer narrative:
Based on the investigation performed and the data provided, there is no indication that reagent is a contributing factor. The discrepancy alleged is likely due to the cross-contamination between specimens. Customer allegation not observed. (B)(4).

Manufacturer narrative:
(B)(4).